Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (ref 3007042319-2015-01846) submitted for devices related to the same event. Device remains implanted.

Event description:
The vad coordinator reported the patient was in the clinic after reporting an electrical fault alarm while at home. The patient was ambulating at the time of the alarm and had no further alarms. The vad coordinator reported that the driveline looked fine and the connection was secure. Preliminary log file analysis by the manufacturer's representative confirmed the electrical fault alarm and a driveline cleaning procedure were recommended. A manufacturer's representative was on site on (B)(6) 2015 with report that the patient had an additional 3 self-clearing electrical fault alarms. With inspection of the driveline by the representative dried blood contamination on the back nut of the driveline connection was reported as well as cloudiness noted in the driveline sheath towards the connection/strain relief. The patient had an additional three (3) self-clearing electrical fault alarms. The patient was admitted to the hospital and a driveline cleaning procedure was performed on (B)(6) 2015. The patient was prepped with a dobutamine drip, heparin 2000 units IV with epinephrine on standby. Visual inspection reported driveline cloudiness near the connector on the yellow and blue and red wires. The back nut of the connector seemed to have dried blood. E-faults were reproducible upon manipulation. Two rounds of cleaning were performed per manufacturer's procedure; each lasting approximately sixty (60) seconds. One spec of brown contamination in the middle of the contact block and one blackened pin was noted. The controller was exchanged. The patient tolerated the pump off time well per the hospital staff. It was indicated that the action solved the problem with verification of the repair action.

Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Device remains implanted.